Event description:
The libre plus 3 sensors are recording inaccurate low readings. I had two sensors run into the same problems. In both situations, the sensor recorded low readings between 40 - 55 while the actual finger pricks showed 155 - 165. I checked on the abbott website (B)(6) since some of the sensors have been recalled. However, these were not on the list. So, I think there are many other defective sensors that have been left of the recall. The serial numbers are (B)(6). Pt code: 1905. Device codes: 1420, 2460. Ref report: mw5180349.